Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements when wirelessly interrogated at implant. The lead was reconnected to the device with the same resulting measurement. Upon reinterrogation with a wand, a normal shock impedance measurement was obtained. All other lead measurements were within normal limits. No adverse patient effects were reported. This system remains in service.